Event description:
It was reported that the patient will undergo a revision procedure due to aus cuff erosion with an artificial urinary sphincter (aus). The aus remains implanted and the revision procedure has been scheduled.